Event description:
Patient had acl reconstruction on (B) (6)2007 and experienced post-op condition one year after the surgery. (B) (6)2008, patient fell. (B) (6)2008, MRI showed bone bruise within the lateral femoral condyle and tibial plateau, post acl tear and disruption of the graft consistent with a tear. (B) (6)2008, he had a debridement of the torn acl and bone grafting of the femoral tunnel.

Manufacturer narrative:
(B) (4)

Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the homechoice (hc) machine during initial drain. The technical service representative (tsr) had the homepatient (hp) check lines for air. The hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
Further review of the information from medical records of the patient indicates patient fell a year after the initial surgical procedure and thus had a debridement of the torn acl and bone grafting. There is no indication of post-op condition associated with calaxo screw. Therefore this incident is being reassessed as not reportable.(B) (4)